Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., d.6b., g.2., h.2., h.4., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: fluids observed. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Patient reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "deflation" against left device. The device has been explanted.